Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turning on and had a black screen. A field service engineer found the station would not power on; staff reported the unit was stuck on a black screen. Removed the rear panel and observed flashing lights on the back, indicating a controller board issue. Performed troubleshooting and isolated the fault to drawer 3.1 in the main cabinet. Replaced the drawer controller board, and the station powered on normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device did not turn on and displayed a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.